Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to elevated short interval counts (sic) and non-sustained tachycardia during a ventricular tachycardia (vt) storm that was associated with an electrolyte imbalance in the patient. Appropriate therapies were successfully delivered at the time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. No non-physiologic sensing. Sensing appears to be physiologic. (B)(4).